Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod the needle had deployed early upon initial activation. The patient reports their blood glucose level had rose to 299 mg/dl. The patient was still wearing the pod at the time of the call.